Event description:
Patient reported experiencing erratic blood glucose readings (40-350 mg/dl). Patient indicated that he used the infusion set longer than recommended. Patient indicated that he was not allowing insulin to warm to room temperature prior to use. Patient indicated that he switched to backup device and device and blood glucose returned to normal.